Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted visual inspection, leak testing and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm hps dv 500cc breast implant. Leak testing was performed, in accordance with mentor procedures, and a tear was noted on the anterior view, measuring approximately, 0.4 cm. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: intraoperative deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 500cc mentor smooth round high profile saline breast implant being used for a breast augmentation procedure ruptured intraoperatively. As a result, the device was replaced with a similar device, and the procedure continued. There were no patient consequences or procedure delays reported.